Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pack was physically damaged and received in pieces. The root cause for the damaged battery pack was physical abuse. No adverse event resulted from the defective battery.

Event description:
A us distributor reported that a battery pack was unable to power a monitor.